Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a broken conductor wire at the proximal end. As a result, the conductor wire became disconnected from the connector at the back end. A review of the site's complaint history does not show any additional complaints related to this product. System logs showed that the instrument was last used on system number sh0189 on (B)(6) 2020, and it had 7 lives remaining. Based on the information provided at this time, this complaint is being reported because a broken conductor wire could potentially lead to arcing to an unintended location. Although there was no reported patient injury, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that, prior to starting a da vinci-assisted surgical procedure, one of the pins on the fenestrated bipolar forceps no longer had a wire attached to and it came apart. The procedure was completed with a back up instrument of the same kind and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that as far as she could recall, the instrument was not used on the patient. No further information was available.